Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer was advised to reboot the system. The customer was able to use the system multiple times following reboot. The customer decided to hold on in-person service until the system fails again. No conclusion can be drawn as no further information is available.